Manufacturer narrative:
Findings: unit had cracked case at display window corner, minor scratched display window, cracked battery tube threads, scratched case, cracked reservoir tube, stained end cap sticker, loose/shifted end cap sticker. Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
No blood glucose levels reported. The customer reported a crack on the case of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.